Event description:
Our affiliate in (B)(6) notified our firm of a pt who was trial fit in acuvue oasys brand contact lenses for astigmatism, trial lenses. Early in (B)(6), the pt began treatment for a paracentral, temporal corneal ulcer. The pt was reported to be a new contact lens wearer. The pt was using optifree replenish to disinfect lenses. No corneal culture was obtained. Treatment in the first week included desomedyn (hexamidine diisethionate) and ciloxan drops "no recovery." Week 2, vitamin a was added to treatment without success. Week 3, treatment included chibrocadron (dexamethasone sodium phosphate/neomycin sulfate). On (B)(6) 2011, total recovery was reported with a scar at 3 o'clock, paracentral and temporal position. As pt recovered without loss of acuity, this is being reported as worst case due to aggressive treatment required. The product in question was discarded by the ophthalmologist. Lot numbers were provided but correspond to another vistakon spherical. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device not returned. No eval will be performed. No conclusions can be drawn.